Event description:
The facility reported a colleague infusion pump with failure code 808:02, which occurred on channel a. According to the facility, this event occurred in the critical care unit. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
Reporter alleged obtaining the following readings on the advantage system within 10 minutes: 308 mg/dl and 128 mg/dl; 406 mg/dl and 172 mg/dl; hi (greater than 600 mg/dl) and 205 mg/dl. The reporter stated that he took his insulin, each time, based upon the lower result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.